Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The technical service representative (tsr) determined that the home patient (hp) had left the blue clamp open. The hp explained that she usually closes it. The tsr explained why the alarm occurred when the blue clamp was left open. The tsr had the hp close all of the clamps, and cycle the power. A system error 2367 occurred, and the hp cycled the power again, pressed go at "press go to start", and at "load the set", the hp removed the cassette. The tsr advised the hp to dispose of current supplies and continue with manual bags or start over with all new supplies. Proper procedures were reviewed with the patient. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.